Manufacturer narrative:
(B)(4). Two retention samples were available at the plant for evaluation. Visual inspection as well as functional tests were performed on the samples. The retention samples passed all tests. Therefore, the reported condition could not be confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter (B)(4) a blood administration set in which the spike separated from the rest of the administration set. The alleged defect occurred before use. Therefore, there was not a patient involved; there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.